Event description:
It was reported that it was difficult to get venous access with the lead. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary-(B)(4) no anomalies found. It was noted that there was blood in/on helix mechanism. Full lead returned and analyzed.